Event description:
The plaintiff's attorney alleged that the decedent experienced sudden cardiopulmonary arrest during dialysis and subsequently expired due to the use of the product administered during the dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.